Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump confirmed the report of pump thrombosis. The distal side of the inlet stator revealed a thin tissue-like thrombus formation adhered around the inlet bearing cup. The rotor inlet revealed a tissue-like thrombus formation adhered around the inlet bearing ball. The thrombi appeared to have formed in laminated layers and likely originated as one formation and broke apart upon disassembly. The thrombus surrounding the inlet bearing ball was denatured, indicating that the thrombi likely developed on the bearings over an undetermined amount of time while the pump was operating. The observed thrombus would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4): approximate age of device ¿ 44 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange from due to pump thrombus. The patient had experienced elevated plasma free hemoglobin and lactate dehydrogenase levels. The patient's estimated flow had also decreased to the 3s lpm when previously they were in the 6-7 lpm range. The patient was given tissue plasminogen activator (tpa) twice prior to the pump exchange. It was also noted that the patient had a history of a cerebrovascular accident but a hypercoagulation work-up was negative for any issues. No additional information was provided.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: device showed signs of pump clot (dark urine, elevated ldh, elevated plasma free hgb, flows in 3''s). After two doses of tpa, it was determined that the device had to be replaced. Additional information also included that the patient had a pump exchange. Patient outcome: exchange. Device malfunction causative factor: no cause identified .